Manufacturer narrative:
MDR 3003442380-2024-00991 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set canula was kinked. The event occurred on (B)(6). The infusion set was in use for less than a day. Customer had ketones only on (B)(6) 2024. The patient managed the high blood glucose by correction bolus via pump. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.